Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 27-jan-2025. Investigation summary: bd received one photo and 15 samples for investigation. The customer's photo depicts a device with the safety shield detached. A functional test for proper activation was conducted on the 15 returned samples, and all samples activated properly with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when after using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety locking mechanism separated from three (3) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when after using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety locking mechanism separated from three (3) units. No adverse impact was reported regarding the patient or user.